Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.information updated to reflect the correct complaint awareness date and device information.

Event description:
Motor melted at the connector that goes to the controller

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Motor melted at the connector that goes to the controller.